Manufacturer narrative:
(B)(4) it was reported that a female patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, a deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter failed. Further examination showed that there was an occlusion at catheter tip dome. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during irrigation test; however the root cause of the tamponade remains unknown. The instruction for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)), stockert 70 system (model# m-5463-01 serial# (B)(4)), coolflow pump (model# m-5491-02 serial# (B)(4)), lasso nav 2515 catheter (model# d-1343-01-s lot# 17305817l), quadrapolar catheter (model# d-1086-721-s lot# 17302011m), acunav catheter (model# m-5723-09 lot# unknown). (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the procedure the patient developed a pericardial effusion. A pericardiocentesis was performed in which 350cc of fluid was removed from the pericardial space. The patient was stabilized and transferred to the ccu for observation. Additional information was received on the event. It was noted that the patient has a medical history of persistent atrial fibrillation, atrial tachycardia, and atrioventricular nodal reentrant tachycardia. A transseptal puncture was performed with an unknown needle. Anticoagulation was given to the patient and maintained at 250-300s. It is unknown when the injury occurred, however the physician believes it occurred during the mapping phase in the right atrium. The patient has since fully recovered. Settings during the event include: flow setting 17 ml/min / agilis medium curve sheath was used. There were no error messages observed on biosense webster equipment during the procedure. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. There was also a non-MDR reportable magnetic sensor error with a lasso nav catheter at the beginning of the procedure which resolved by changing the catheter and the procedure was continued.